Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during unrelated service by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's front end board pin was found to be broken. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (name: (B)(6), email: (B)(6), occupation: biomed supervisor, contact: (B)(6). A getinge field service engineer (fse) replaced front end board. Also fse reformed unit checkout nvram section failed due to expiration on unit will send quote for executive processor replacement therefore - getinge does not recommend use. Unit return to customer.

Event description:
It was reported that during field action by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's front end board pin was found to be broken. There was no patient involvement.